Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 10 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the lock and pin of the video connector receiver were worn out due to repeated use for a long period of time.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the intermittent image of the subject device was displayed due to the failure of the video connector socket. There was no report of patient injury associated with the event.